Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 5/4/2017. (B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and prolift was implanted concurrently with total vaginal hysterectomy. It was reported that following insertion the patient experienced chronic cystitis, urinary retention, uti, dysuria, urgency, and urinary frequency.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.